Event description:
It was reported that port was implanted in 2005. The port is located a "four finger" width from clavicle. Patient received chemotherapy twice without incident. On the third time, the catheter was found fractured. Per user, patient was not mobile during infusion of chemotherapy. System was explanted. There were no associated patient complications reported.